Manufacturer narrative:
The company representative replaced the display board and the monitor assembly. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the display went blank for 3 seconds, then displayed "no patient date available", then went back into normal operation. The patient was switched to another unit and therapy continued. No patient injury was reported.